Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a st. Jude 21 mm biocor epic supra surgical aortic valve, the gradient reduced, diastolic pressure improved, and the left ventricle end diastolic pressure (l vedp) dropped significantly. The physicians were pleased with the outcome. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).